Manufacturer narrative:
One device was returned. Visual and functional testing were performed. The testing could not duplicate the customer reported problem; however, a cracked water tank cover was observed. The water tank cover was replaced. The root cause of the issue was unknown. No further action. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with temperature error. There was no patient involvement, and no harm reported.

Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that report reference number 3012307300-2024-10745-01 was submitted with an incorrect reporting become aware date. The correct date is 10-oct-2024.